Manufacturer narrative:
Company comment: the serious expected events of pain, inflammation, hypersensitivity at implant site, pyrexia and the serious unexpected event of panniculitis were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The non-serious expected events of oedema, erythema at implant site, chills, nausea, myalgia, and the non-serious unexpected event of leukocytosis were considered possibly related to the treatment. The potential root cause includes the treatment procedure and inadequate aseptic technique. Potential contributory factor could include intentional device misuse or the subcision procedure performed on the same day. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-oct-2023 by a physician, which refers to a 32-year-old healthy caucasian female patient. Additional information was received from the same reporter on 09-oct-2023. The patient was healthy without previous comorbidities. She was not pregnant neither breastfeeding. Concomitant medication included sertraline [sertraline] 25 mg and an unspecified oral contraceptive. The patient had previously received treatment with sculptra in 2023 (about 6 months ago from date of report) to buttocks and back of the thighs. On (B)(6) 2023, the patient received treatment with sculptra (lot 2j3481) to gluteus and posterior thighs using cannula 22 g x 50 mm and needle 22g with fan injection technique on the previously marked areas on the buttocks and back of the thighs. One vial of sculptra was reconstituted with 20 ml of water for injection [water for injection]. The 1 vial of sculptra reconstituted with 20 ml of water for injection/injected using 22g needle (intentional device misuse). Same day, the subcision of grade 4 cellulite was also performed with a 22g needle. On the same day of treatment, the patient experienced intense local pain (implant site pain), edema (implant site oedema), hyperemia (implant site erythema) in the areas where the product was applied, along with fever of 38.8/new fever spike of 38°c (pyrexia) and chills (chills), nausea (nausea) and diffuse myalgia (myalgia). The patient had experienced intense inflammatory reaction (implant site inflammation) which seemed like a hypersensitivity reaction (implant site hypersensitivity). To relieve the pain and the inflammatory process, the reporting physician advised starting treatment with prednisone [prednisone] 40 mg per day, dipyrone [dipyrone] 1 gram every 8 hours and norflex [orphenadrine citrate] every 12 hours on the same day. On the third day of the condition, (B)(6) 2023, the patient started treatment with clavulin bd [amoxicillin trihydrate, clavulanate potassium] every 12 hours, but she only used 2 doses because she was subsequently admitted to the hospital on (B)(6) 2023 for intravenous antibiotic therapy. The laboratory exams performed during the hospitalization revealed a leukocytosis (leukocytosis) of 27 thousand. Thereafter, she was started on treatment with meropenem [meropenem] 1 gram every 8 hours and targocid [teicoplanin] 400 mg per day, in addition to decadron [dexamethasone] 4 mg twice a day. On the 4th day of hospitalization, after clinical improvement and a reduction in leukocytes to 16 thousand, the patient was discharged to continue treatment at home. Upon arriving home, the patient experienced a new fever spike of 38°c and she started prednisone 60 mg per day. On (B)(6) 2023, the patient was hospitalized again at another hospital, and she was started on treatment with daptomycin [daptomycin], clindamycin [clindamycin] and meropenem and targocid was suspended. On (B)(6) 2023, on the third day at the hospital, prednisone 60 mg per day was restarted. The resonance of the thighs and buttocks revealed panniculitis (panniculitis), without collections. The reporter assessed the adverse events as severe and the causality as possible. The events persisted and had not resolved. Outcome at the time of the report: local pain was not recovered/not resolved/ongoing. Edema was not recovered/not resolved/ongoing. Hyperemia was not recovered/not resolved/ongoing. Fever of 38.8/new fever spike of 38°c was not recovered/not resolved/ongoing. Chills was not recovered/not resolved/ongoing. Nausea was not recovered/not resolved/ongoing. Diffuse myalgia was not recovered/not resolved/ongoing. Inflammatory reaction was not recovered/not resolved/ongoing. Hypersensitivity reaction was not recovered/not resolved/ongoing. Leukocytosis was recovering/resolving. Panniculitis was not recovered/not resolved/ongoing. 1 vial of sculptra reconstituted with 20ml of water for injection/injected using 22g needle was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 17-oct-2023 from the same reporter: the reporter clarified the date of sculptra treatment as (B)(6) 2023. V.2 brr results received on (B)(6) 2023.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-oct-2023 by a physician, which refers to a 32-year-old healthy caucasian female patient. Additional information was received from the same reporter on 09-oct-2023. The patient was healthy without previous comorbidities. She was not pregnant neither breastfeeding. Concomitant medication included sertraline [sertraline] 25 mg and an unspecified oral contraceptive. The patient had previously received treatment with sculptra in 2023 (about 6 months ago from date of report) to the buttocks and back of the thighs, without complications. On (B)(4) 2023, the patient received treatment with sculptra (lot 2j3481) to the gluteus and posterior thighs using a cannula 22g x 50 mm and a needle 22g. The treatment was given by a non-dermatologist physician using the fan injection technique on the previously marked areas on the buttocks and back of the thighs for cellulite treatment. One vial of sculptra was reconstituted with 20 ml of water for injection [water for injection]. The 1 vial of sculptra reconstituted with 20 ml of water for injection/saline solution/injected using 22g needle (intentional device misuse). Same day, the subcision of grade 4 cellulite was also performed with a 22g needle. Two hours after the procedure, on the same day, the patient experienced intense pain, burning sensation (implant site pain), edema/collection (implant site oedema), hyperemia (implant site erythema) in the areas where the product was applied, along with fever of 38.8/new fever spike of 38°c (pyrexia) and chills (chills), nausea (nausea) and diffuse myalgia (myalgia). The patient had experienced intense inflammatory reaction (implant site inflammation) which seemed like a hypersensitivity reaction (implant site hypersensitivity). She also had urticarial reaction (implant site urticaria) that evolved into a blister (implant site vesicles) with very infiltrated plaques (injection site plaque) which looked like chemical panniculitis caused by lipolytic, two or three larger plaques were well infiltrated. To relieve the pain and the inflammatory process, the reporting physician advised starting treatment with prednisone [prednisone] 40 mg per day, dipyrone [dipyrone] 1 gram every 8 hours and norflex [orphenadrine citrate] every 12 hours on the same day and maintain massage. On the third day of the condition, (B)(6) 2023, the patient complained of intense burning sensation on the back of the thighs (as if instead of blood, there was acid in the area, as reported), adynamia (asthenia) and dyspnea (dyspnoea). Upon examination, the physician reported that the region appeared to show signs of seroma or panniculitis and started treatment with clavulin bd [amoxicillin trihydrate, clavulanate potassium] every 12 hours while continuing with the prednisone. The patient only used 2 doses of clavulin bd because due to her clinical condition and intensity of the pain, she was admitted to the hospital on (B)(6) 2023 for intravenous antibiotic therapy. She was started on intravenous meropenem [meropenem] 1 gram every 8 hours and targocid [teicoplanin] 400 mg per day, in addition to decadron [dexamethasone] 4 mg twice a day. For analgesia, tramal [tramadol hydrochloride] and morphine [morphine] were tried, with no response and there was improvement of pain with profenid [ketoprofen]. Clexane [enoxaparin sodium] was introduced in a prophylactic dose. Laboratory results during the hospitalization revealed a leukocytosis (leukocytosis) of 27 thousand. A magnetic resonance imaging of the thighs and buttocks was requested, which showed an inflammatory process suggestive of panniculitis (panniculitis). The patient was evaluated by vascular surgery, which ruled out thrombosis and they advised that clexane be maintained prophylactically. On the third day of hospitalization, the patient was afebrile for 5 days, with improvement in pain, negative blood cultures, and reduced leukocytes to 16 thousand, she was discharged with a prescription for targocid and oral ciprofloxacin [ciprofloxacin]. Three hours after discharge, the patient experienced a new fever spike of 38°c and a recurrence of pain, mainly on the back of her thighs. She was started on prednisone 60 mg per day. On (B)(6) 2023, the patient was hospitalized again at another hospital, and a new magnetic resonance imaging was performed which revealed signs suggestive of panniculitis without collections. A skin biopsy was performed, and the material was sent for pathology which revealed that the intense panniculitis and tissue culture was negative. She was started on treatment with daptomycin [daptomycin], clindamycin [clindamycin] and meropenem while targocid was suspended. The patient had pain that was controlled after administration of profenid. On (B)(6) 2023, on the third day at the hospital, prednisone 60 mg per day was restarted. She was discharged after 7 days of hospitalization, and after she returned home, the patient again started to experience intense pain (burning sensation). On (B)(6) 2023, another physician reported that the patient underwent a skin ultrasound after treatment with antibiotics and a collection appeared. After the patient was hospitalized and received treatment with antibiotics, including meropenem, as the collections continued. The patient underwent another ultrasound, an aspiration of oily-looking liquid (looked like butter) was performed and that was sent for culture, with growth of pseudomonas (pseudomonas infection) that was initially interpreted as contamination. Later, a new skin biopsy was performed which revealed intense panniculitis with steatonecrosis (fat necrosis). The patient returned to less intense pain and, as she still had secretion drainage (implant site discharge) and the culture was repeated, which showed growth of pseudomonas, and the patient returned for treatment. According to the reporter, the clinical condition was very strange because patient was clinically fine. The patient evolved well, and she was not using antibiotics and was improving with corticosteroid therapy. The patient did not have a formal diagnosis of lipedema (lipoedema), but she believed that the patient might have the pathology in a mild degree. The patient's family blamed the product for the condition. At the time of the report, patient was fine and without infection. The reporter assessed the adverse events as severe and the causality as possible. On (B)(6) 2023, the reporting physician sent photos in chronological order of the evolution of the injuries. Outcome at the time of the report: pain, burning sensation was recovering/resolving. Edema/collection was recovering/resolving. Urticarial reaction was recovering/resolving. Blister was recovering/resolving. Infiltrated plaques was recovering/resolving. Hyperemia was recovering/resolving. Fever of 38.8/new fever spike of 38°c recovering/resolving. Chills was recovering/resolving. Nausea was recovering/resolving. Diffuse myalgia was recovering/resolving. Inflammatory reaction was recovering/resolving. Hypersensitivity reaction was recovering/resolving. Leukocytosis was recovering/resolving. Panniculitis was recovering/resolving. Growth of pseudomonas was recovered/resolved. Steatonecrosis was recovering/resolving. Adynamia was recovering/resolving. Dyspnea was recovering/resolving. Secretion drainage was recovering/resolving. Lipedema was recovering/resolving. 1 vial of sculptra reconstituted with 20ml of water for injection/saline solution/injected using 22g needle was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 17-oct-2023 from the same reporter: the reporter clarified the date of sculptra treatment as 28-sep-2023. V.2 brr results received on 27-oct-2023. V.3 fu received on 13-nov-2023 from another physician: events (implant site urticaria and vesicles, pseudomonas infection, fat necrosis and, injection site plaque) added. Verbatim of event (intentional device misuse) added. Information about reconstitution, laboratory data, corrective treatment, and outcome were updated. V.4 fu received on 28-nov-2023 from physician. Events (asthenia, dyspnoea, implant site discharge, lipoedema) added. Verbatim of events (implant site pain and pseudomonas infection) were updated. Corrective treatment and laboratory test details were updated.

Manufacturer narrative:
Company comment: the serious expected events of pain, inflammation, hypersensitivity, oedema at implant site, pyrexia and serious unexpected events of panniculitis, and pseudomonas infection were considered possibly related to the treatment. The serious events of fat necrosis, lipoedema and the non-serious event of plaque at injection site were considered as unanticipated events, secondary to panniculitis and its manifestations. Seriousness criteria includes the need for multiple medical interventions, aspiration, and hospitalization to prevent permanent damage. The non-serious expected events of erythema, urticaria, discharge, vesicles at implant site, chills, nausea, myalgia, asthenia, dyspnoea and the non-serious unexpected event of leukocytosis were considered possibly related to the treatment. The potential root cause includes the treatment procedure and inadequate aseptic technique. Potential contributory factor could include intentional device misuse or the subcision procedure performed on the same day. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported on this lot number. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-oct-2023 by a physician, which refers to a 32-year-old healthy caucasian female patient. Additional information was received from the same reporter on 09-oct-2023. The patient was healthy without previous comorbidities. She was not pregnant neither breastfeeding. Concomitant medication included sertraline [sertraline] 25 mg and an unspecified oral contraceptive. The patient had previously received treatment with sculptra in 2023 (about 6 months ago from date of report) to buttocks and back of the thighs. On (B)(6) 2023, the patient received treatment with sculptra (lot 2j3481) to glutes and posterior thighs using cannula 22 g x 50 mm and needle 22g with fan injection technique on the previously marked areas on the buttocks and back of the thighs. One vial of sculptra was reconstituted with 20 ml of water for injection [water for injection]. The 1 vial of sculptra reconstituted with 20 ml of water for injection/injected using 22g needle (intentional device misuse). Same day, the subcision of grade 4 cellulite was also performed with a 22g needle. On the same day of treatment, the patient experienced intense local pain (implant site pain), edema (implant site oedema), hyperemia (implant site erythema) in the areas where the product was applied, along with fever of 38.8/new fever spike of 38°c (pyrexia) and chills (chills), nausea (nausea) and diffuse myalgia (myalgia). The patient had experienced intense inflammatory reaction (implant site inflammation) which seemed like a hypersensitivity reaction (implant site hypersensitivity). To relieve the pain and the inflammatory process, the reporting physician advised starting treatment with prednisone [prednisone] 40 mg per day, dipyrone [dipyrone] 1 gram every 8 hours and norflex [orphenadrine citrate] every 12 hours on the same day. On the third day of the condition, (B)(6) 2023, the patient started treatment with clavulin bd [amoxicillin trihydrate, clavulanate potassium] every 12 hours, but she only used 2 doses because she was subsequently admitted to the hospital on (B)(6) 2023 for intravenous antibiotic therapy. The laboratory exams performed during the hospitalization revealed a leukocytosis (leukocytosis) of 27 thousand. Thereafter, she was started on treatment with meropenem [meropenem] 1 gram every 8 hours and targocid [teicoplanin] 400 mg per day, in addition to decadron [dexamethasone] 4 mg twice a day. On the 4th day of hospitalization, after clinical improvement and a reduction in leukocytes to 16 thousand, the patient was discharged to continue treatment at home. Upon arriving home, the patient experienced a new fever spike of 38°c and she started prednisone 60 mg per day. On (B)(6) 2023, the patient was hospitalized again at another hospital, and she was started on treatment with daptomycin [daptomycin], clindamycin [clindamycin] and meropenem and targocid was suspended. On (B)(6) 2023, on the third day at the hospital, prednisone 60 mg per day was restarted. The resonance of the thighs and buttocks revealed panniculitis (panniculitis), without collections. The reporter assessed the adverse events as severe and the causality as possible. The events persisted and had not resolved. Outcome at the time of the report: local pain was not recovered/not resolved/ongoing. Edema was not recovered/not resolved/ongoing. Hyperemia was not recovered/not resolved/ongoing. Fever of 38.8/new fever spike of 38°c was not recovered/not resolved/ongoing. Chills was not recovered/not resolved/ongoing. Nausea was not recovered/not resolved/ongoing. Diffuse myalgia was not recovered/not resolved/ongoing. Inflammatory reaction was not recovered/not resolved/ongoing. Hypersensitivity reaction was not recovered/not resolved/ongoing. Leukocytosis was recovering/resolving. Panniculitis was not recovered/not resolved/ongoing. 1 vial of sculptra reconstituted with 20ml of water for injection/injected using 22g needle was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected events of pain, inflammation, hypersensitivity at implant site, pyrexia and the serious unexpected event of panniculitis were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The non-serious expected events of oedema, erythema at implant site, chills, nausea, myalgia, and the non-serious unexpected event of leukocytosis were considered possibly related to the treatment. The potential root cause includes the treatment procedure and inadequate aseptic technique. Potential contributory factor could include intentional device misuse or the subcision procedure performed on the same day. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To exclude a non-confirming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 06-oct-2023 by a physician, which refers to a 32-year-old healthy caucasian female patient. Additional information was received from the same reporter on 09-oct-2023. The patient was healthy without previous comorbidities. She was not pregnant neither breastfeeding. Concomitant medication included sertraline [sertraline] 25 mg and an unspecified oral contraceptive. The patient had previously received treatment with sculptra in 2023 (about 6 months ago from date of report) to buttocks and back of the thighs. On (B)(6) 2023, the patient received treatment with sculptra (lot: 2j3481) to gluteus and posterior thighs using cannula 22 g x 50 mm and needle 22g with fan injection technique on the previously marked areas on the buttocks and back of the thighs by non-dermatologist physician. One vial of sculptra was reconstituted with 20 ml of water for injection [water for injection]. The 1 vial of sculptra reconstituted with 20ml of water for injection/saline solution/injected using 22g needle (intentional device misuse). Same day, the subcision of grade 4 cellulite was also performed with a 22g needle. Two hours after the procedure, on the same day, the patient experienced intense local pain (implant site pain), edema/collection (implant site oedema), hyperemia (implant site erythema) in the areas where the product was applied, along with fever of 38.8/new fever spike of 38°c (pyrexia) and chills (chills), nausea (nausea) and diffuse myalgia (myalgia). The patient had experienced intense inflammatory reaction (implant site inflammation) which seemed like a hypersensitivity reaction (implant site hypersensitivity). She also had urticarial reaction (implant site urticaria) that evolved into a blister (implant site vesicles) with very infiltrated plaques (injection site plaque) which looked like chemical panniculitis caused by lipolytic, two or three larger plaques were well infiltrated. To relieve the pain and the inflammatory process, the reporting physician advised starting treatment with prednisone [prednisone] 40 mg per day, dipyrone [dipyrone] 1 gram every 8 hours and norflex [orphenadrine citrate] every 12 hours on the same day. On the third day of the condition, on (B)(6) 2023, the patient started treatment with clavulin bd [amoxicillin trihydrate, clavulanate potassium] every 12 hours, but she only used 2 doses because she was subsequently admitted to the hospital on (B)(6) 2023 for intravenous antibiotic therapy. The laboratory exams performed during the hospitalization revealed a leukocytosis (leukocytosis) of 27 thousand. Thereafter, she was started on treatment with meropenem [meropenem] 1 gram every 8 hours and targocid [teicoplanin] 400 mg per day, in addition to decadron [dexamethasone] 4 mg twice a day. On the 4th day of hospitalization, after clinical improvement and a reduction in leukocytes to 16 thousand, the patient was discharged to continue treatment at home. Upon arriving home, the patient experienced a new fever spike of 38°c and she started prednisone 60 mg per day. On (B)(6) 2023, the patient was hospitalized again at another hospital, and she was started on treatment with daptomycin [daptomycin], clindamycin [clindamycin] and meropenem and targocid was suspended. On (B)(6) 2023, on the third day at the hospital, prednisone 60 mg per day was restarted. The resonance of the thighs and buttocks revealed panniculitis (panniculitis), without collections. On (B)(6) 2023, another physician reported that the patient underwent an ultrasound after treatment with antibiotics and a collection appeared. After the patient was hospitalized and received treatment with antibiotics, including meropenem, as the collections continued, the patient underwent another ultrasound, an aspiration was performed, and the material collected from the liquid grew pseudomonas (pseudomonas infection). According to the reporter, the clinical condition was very strange because patient was clinically fine, and the secretion that was drained was oily, being a steatonecrosis (fat necrosis) clinical condition. The patient evolved well, and she was not using antibiotics and was improving with corticosteroid therapy. The reporter repeated the biopsy. At the time of the report, patient was fine and without infection. The reporter assessed the adverse events as severe and the causality as possible. Outcome at the time of the report: local pain was recovering/resolving. Edema/collection was recovering/resolving. Urticarial reaction was recovering/resolving. Blister was recovering/resolving. Infiltrated plaques was recovering/resolving. Hyperemia was recovering/resolving. Fever of 38.8/new fever spike of 38°c recovering/resolving. Chills was recovering/resolving. Nausea was recovering/resolving. Diffuse myalgia was recovering/resolving. Inflammatory reaction was recovering/resolving. Hypersensitivity reaction was recovering/resolving. Leukocytosis was recovering/resolving. Panniculitis was recovering/resolving. Pseudomonas was recovered/resolved. Steatonecrosis was recovering/resolving. 1 vial of sculptra reconstituted with 20ml of water for injection/saline solution/injected using 22g needle was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2023 from the same reporter: the reporter clarified the date of sculptra treatment as on (B)(6) 2023. V.2 brr results received on (B)(6) 2023. V.3 fu received on (B)(6) 2023 from another physician: events (implant site urticaria and vesicles, pseudomonas infection, fat necrosis and, injection site plaque) added. Event (intentional device misuse) added. Information about reconstitution, laboratory data, corrective treatment, and outcome were updated.

Manufacturer narrative:
Company comment: the serious expected events of pain, inflammation, hypersensitivity, oedema at implant site, pyrexia and serious unexpected events of panniculitis and pseudomonas infection were considered possibly related to the treatment. The serious event of fat necrosis and the non-serious event of plaque at injection site were considered as unanticipated events, secondary to panniculitis and its manifestations. Seriousness criteria includes the need for multiple medical interventions, aspiration, and hospitalization to prevent permanent damage. The non-serious expected events of erythema, urticaria, vesicles at implant site, chills, nausea, myalgia, and the non-serious unexpected event of leukocytosis were considered possibly related to the treatment. The potential root cause includes the treatment procedure and inadequate aseptic technique. Potential contributory factor could include intentional device misuse or the subcision procedure performed on the same day. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported on this lot number. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious expected events of hypersensitivity and inflammation at implant site and the serious unexpected events of panniculitis and pseudomonas infection were considered possibly related to the treatment. The serious events of fat necrosis, lipoedema and lipogranuloma were considered as unanticipated events, secondary to panniculitis and its manifestations. Seriousness criteria includes the need for multiple medical interventions, aspiration, and hospitalization to prevent permanent damage. The non-serious expected events of pain, oedema, erythema, urticaria, discharge, vesicles at implant site, pyrexia, chills, nausea, myalgia, asthenia, dyspnoea and the non-serious unexpected events of injection site plaque, leukocytosis, superficial inflammatory dermatosis and neutrophilia were considered possibly related to the treatment. The potential root cause includes the hypersensitivity reaction to the product with a potential secondary infection. Potential contributory factor could include intentional device misuse associated with the reconstitution procedure or the subcision procedure performed on the same day. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, two medical complaints have been reported on this lot number, including this case and another involving nodules after treatment. Hypersensitivity and inflammation at implant site are expected events after treatment with sculptra. To date, 4 events of panniculitis and 1 event of lipogranuloma, including this case, have been reported following treatment with sculptra. No events of pseudomonas infection, fat necrosis and lipoedema have previously been reported after treatment with sculptra except for this case. A batch record review was performed. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information in this case did not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-oct-2023 by a physician, which refers to a 32-year-old healthy caucasian female patient. Additional information was received from the same reporter on 09-oct-2023. The patient was healthy without previous comorbidities. She was not pregnant neither breastfeeding. Concomitant medication included sertraline [sertraline] 25 mg and an unspecified oral contraceptive. The patient had previously received treatment with sculptra in 2023 (about 6 months ago from date of report) to the buttocks and back of the thighs, without complications. On (B)(6) 2023, the patient received treatment with sculptra (lot 2j3481) to the gluteus and posterior thighs using a cannula 22g x 50 mm and a needle 22g. The treatment was given by a non-dermatologist physician using the fan injection technique on the previously marked areas on the buttocks and back of the thighs for cellulite treatment. One vial of sculptra was reconstituted with 20 ml of water for injection [water for injection]. The 1 vial of sculptra reconstituted with 20 ml of water for injection/saline solution/injected using 22g needle (intentional device misuse). Same day, the subcision of grade 4 cellulite was also performed with a 22g needle. Two hours after the procedure, on the same day, the patient experienced intense pain, burning sensation (implant site pain), edema/collection (implant site oedema), hyperemia (implant site erythema) in the areas where the product was applied, along with fever of 38.8/new fever spike of 38°c (pyrexia) and chills (chills), nausea (nausea) and diffuse myalgia (myalgia). The patient had experienced intense inflammatory reaction (implant site inflammation) which seemed like a hypersensitivity reaction (implant site hypersensitivity). She also had urticarial reaction (implant site urticaria) that evolved into a blister (implant site vesicles) with very infiltrated plaques (injection site plaque) which looked like chemical panniculitis caused by lipolytic, two or three larger plaques were well infiltrated. To relieve the pain and the inflammatory process, the reporting physician advised starting treatment with prednisone [prednisone] 40 mg per day, dipyrone [dipyrone] 1 gram every 8 hours and norflex [orphenadrine citrate] every 12 hours on the same day and maintain massage. On the third day of the condition, (B)(6) 2023, the patient complained of intense burning sensation on the back of the thighs (as if instead of blood, there was acid in the area, as reported), adynamia (asthenia) and dyspnea (dyspnoea). Upon examination, the physician reported that the region appeared to show signs of seroma or panniculitis and started treatment with clavulin bd [amoxicillin trihydrate, clavulanate potassium] every 12 hours while continuing with the prednisone. The patient only used 2 doses of clavulin bd because due to her clinical condition and intensity of the pain, she was admitted to the hospital on (B)(6) 2023 for intravenous antibiotic therapy. She was started on intravenous meropenem [meropenem] 1 gram every 8 hours and targocid [teicoplanin] 400 mg per day, in addition to decadron [dexamethasone] 4 mg twice a day. For analgesia, tramal [tramadol hydrochloride] and morphine [morphine] were tried, with no response and there was improvement of pain with profenid [ketoprofen]. Clexane [enoxaparin sodium] was introduced in a prophylactic dose. Laboratory results during the hospitalization revealed a leukocytosis (leukocytosis) of 27 thousand. A magnetic resonance imaging of the thighs and buttocks was requested, which showed an inflammatory process suggestive of panniculitis/lipodermatosclerosis (panniculitis). The patient was evaluated by vascular surgery, which ruled out thrombosis and they advised that clexane be maintained prophylactically. On the third day of hospitalization, the patient was afebrile for 5 days, with improvement in pain, negative blood cultures, and reduced leukocytes to 16 thousand, she was discharged with a prescription for targocid and oral ciprofloxacin [ciprofloxacin]. Three hours after discharge, the patient experienced a new fever spike of 38°c and a recurrence of pain, mainly on the back of her thighs. She was started on prednisone 60 mg per day. On (B)(6) 2023, the patient was hospitalized again at another hospital, and a new magnetic resonance imaging was performed which revealed signs suggestive of panniculitis without collections. A skin biopsy was performed, and the material was sent for pathology which revealed that the intense panniculitis and tissue culture was negative. She was started on treatment with daptomycin [daptomycin], clindamycin [clindamycin] and meropenem while targocid was suspended. The patient had pain that was controlled after administration of profenid. On (B)(6) 2023, on the third day at the hospital, prednisone 60 mg per day was restarted. She was discharged after 7 days of hospitalization, and after she returned home, the patient again started to experience intense pain (burning sensation). On (B)(6) 2023, another physician reported that the patient underwent a skin ultrasound after treatment with antibiotics and a collection appeared. After the patient was hospitalized and received treatment with antibiotics, including meropenem, as the collections continued. The patient underwent another ultrasound, an aspiration of oily-looking liquid (looked like butter) was performed and that was sent for culture, with growth of pseudomonas (pseudomonas infection) that was initially interpreted as contamination. Later, a new skin biopsy of thigh was performed which revealed acute suppurative inflammatory process with steatonecrosis/adiponecrosis (fat necrosis), lipogranuloma (lipogranuloma) and presence of exogenous material. The exogenous material described was suggestive of poly-l-lactic acid. The patient returned to less intense pain and, as she still had secretion drainage (implant site discharge) and the culture was repeated, which showed growth of pseudomonas, and the patient returned for treatment. According to the reporter, the clinical condition was very strange because patient was clinically fine. The patient evolved well, and she was not using antibiotics and was improving with corticosteroid therapy. The patient did not have a formal diagnosis of lipedema (lipoedema), but she believed that the patient might have the pathology in a mild degree. The patient's family blamed the product for the condition. The reporter assessed the adverse events as severe and the causality as possible. On 06-dec-2023, the reporting physician sent photos in chronological order of the evolution of the injuries. On (B)(6) 2023, the skin biopsy from the right posterior of the thigh was performed which revealed lipodermatosclerosis with lipogranuloma and associated acute focal inflammatory process. The histological picture corresponds to the inflammatory injury resolving. On (B)(6) 2023, the histological examination of the thigh skin revealed superficial perivascular dermatitis (superficial inflammatory dermatosis) with neutrophilia (neutrophilia). On (B)(6) 2024, the patient underwent dermatological ultrasound scanning and results were suggestive of multiple areas of steatonecrosis without associated infectious/ inflammatory sings using this method. On (B)(6) 2024, the patient had undergone multiple laboratory tests and results were within normal limits: leukocytes 10.900/ mm3, total cholesterol was 218 mg/dl, triglycerides 92 mg/dl, hdl cholesterol 101 mg/dl, ldl cholesterol 98 mg/dl, vldl cholesterol 18 mg/dl. At the time of the report, patient was fine and without infection. Outcome at the time of the report: pain, burning sensation was recovering/resolving. Edema/collection was recovering/resolving. Urticarial reaction was recovering/resolving. Blister was recovering/resolving. Infiltrated plaques was recovering/resolving. Hyperemia was recovering/resolving. Fever of 38.8/new fever spike of 38°c recovering/resolving. Chills was recovering/resolving. Nausea was recovering/resolving. Diffuse myalgia was recovering/resolving. Inflammatory reaction was recovering/resolving. Hypersensitivity reaction was recovering/resolving. Leukocytosis was recovering/resolving. Panniculitis/lipodermatosclerosis was recovering/resolving. Growth of pseudomonas was recovered/resolved. Steatonecrosis/adiponecrosis was recovering/resolving. Adynamia was recovering/resolving. Dyspnea was recovering/resolving. Secretion drainage was recovering/resolving. Lipedema was recovering/resolving. Lipogranuloma was recovering/resolving. Superficial perivascular dermatitis was recovering/resolving. Neutrophilia was recovering/resolving. 1 vial of sculptra reconstituted with 20ml of water for injection/saline solution/injected using 22g needle was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2023 from the same reporter: the reporter clarified the date of sculptra treatment as (B)(6) 2023. V.2 brr results received on (B)(6) 2023. V.3 fu received on (B)(6) 2023 from another physician: events (implant site urticaria and vesicles, pseudomonas infection, fat necrosis and, injection site plaque) added. Verbatim of event (intentional device misuse) added. Information about reconstitution, laboratory data, corrective treatment, and outcome were updated. V.4 fu received on (B)(6) 2023 from physician. Events (asthenia, dyspnoea, implant site discharge, lipoedema) added. Verbatim of events (implant site pain and pseudomonas infection) were updated. Corrective treatment and laboratory test details were updated. V.5 fu received on (B)(6) 2023 from the same physician: the reporting physician sent photos in chronological order of the evolution of the injuries. V.6 fu received on (B)(6) 2024 from the same physician: events (lipogranuloma, superficial perivascular dermatitis and neutrophilia) added. Verbatim of events panniculitis and fat necrosis updated. Laboratory test data were updated.